Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease and cancer. In addition, the patient also alleged respiratory tract irritation, nausea and vomiting. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer was made aware of this complaint through a representative of the customer. No patient information was provided. No additional information can be requested at this time.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lung disease and cancer. In addition, the patient also alleged respiratory tract irritation, nausea and vomiting. Medical intervention was not specified. The manufacturer's investigation is ongoing. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error codes found. The third-party service center concludes that they confirm the customer's allegation and there was no visible foam degradation and unit got corrected.